Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical cystectomy ileal conduit procedure, on the third firing, when the anastomosis was made, the blade cut the bowel but did not deploy staples. The surgeon had to suture the bowel which resulted in complications due to a leak. The surgical time was extended by more than 30 minutes and the incision was extended by more than 1 inch. It was also reported that there was tissue damage and tissue loss. The hospital stay was extended and 5 days after the surgery, the patient was rushed to the intensive care unit with a severe leak from the anastomosis site and infection which ended up with the patient having a second stoma.